Event description:
A medtronic representative reported that a screw was beginning to strip on a spine clamp. The surgeon had noticed it during a case but was still able to use it. There was no impact on the outcome of the patient.

Manufacturer narrative:
Lot #, mfg date provided.

Manufacturer narrative:
Device manufacturer date was unavailable as no lot number was provided. No parts or files have been received by the manufacturer. Device not returned.